Event description:
Pt exhibited "green slime" present around the edge of the biopatch dressing. Pt's skin was very damaged and injury looked similar to a burn. The biopatch was removed and was replaced with clear dressings. The biopatch was used in the pic lines. It is possible that the pt was exposed to the biopatch for the first time, but this could not be confirmed. Protocol stipulates that the dressing be changed at 5 days, it can not be determined how long the dressing was in place. None of the areas on the skin damage have required treatment for either skin damage or infection.